Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the adhesive peeling off on the distal end and corrosion on the objective lens, the cause was due to damage or degradation resulting from some form of stress. The date of the event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited an adhesive peeling off on the distal end and corrosion on the objective lens. There was no patient involvement.